Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was resistance while advancing the valve and delivery system through the esheath. The tip of the esheath tore away from the center line more than usual causing an edge. Once the valve was deployed, and the delivery system was removed, the introducer was inserted into the sheath, and then removed together. There was a dissection in the right femoral artery that was repaired through a cutdown. The torn esheath was thought to have contributed to the dissection.

Manufacturer narrative:
Update to d9, and h6 (type of investigation, investigation findings and investigation conclusions). 3mensio imagery was provided and it was observed the patients access vessels had presence of calcification and tortuosity. The devices were returned to edwards lifesciences for evaluation. During visual analysis, it was observed the sheath was fully expanded as designed. The distal tip was opened along the axial score line, as designed, and all score lines were present. The distal tip was torn radially along the edge of the liner. Stretching was observed throughout the tip, especially on the proximal end of axial score line opening. Gouges were observed on inner diameter of the distal tip. Due to condition of the returned devices (distal tip torn), no applicable functional testing or dimensional testing was able to be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU or esheath and IFU for commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Based on a review of the IFU and training manual, no deficiencies were identified. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slighty pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not readvance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not readvance or reinsert the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, per the report, the torn esheath was thought to have contributed to the dissection in the right femoral artery. The complaints were confirmed per evaluation of the returned device. However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the report, there was resistance while advancing the valve and delivery system through the esheath. The tip of the esheath tore away from the center line more than usual causing an edge. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. Additionally, the sheath shaft seam was fully expanded as designed. The failure mode is characteristic of sheath tip tear events previously identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaints sheath distal tip torn and difficulty advancing through sheath were confirmed. However, no manufacturing nonconformance were identified during evaluation. The failure modes are potentially related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. A CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated.